Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The patient presented for procedure on (B)(6) 2018 and the lead was explanted and replaced. Upon explant, externalized conductors were noted. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in 2 pieces for analysis. External insulation abrasion was noted at 10.4cm to 11.7cm from the distal tip consistent with friction to another device or feature of the heart. Internal insulation abrasion was noted at 29.9cm to 30.7cm and 34.9cm to 36.0cm from the distal tip. The etfe coating was intact at these locations.